Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint and completed the failure analysis (fa). The 30 degree endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. The camera instrument adapter did not rotate properly and/or noises were heard. This defect was confirmed as binding. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the image of 30-degree endoscope stopped at 90 degrees, and the image orientation was reversed. The customer tried to flip the image, but the issue was not resolved. The customer received phone assistance from the technical support engineer (tse). The tse had the customer replace the 30-degree endoscope, which resolved the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30-degree endoscope rotation stopped at about 90 degrees. The event did not involve a reversed control on system arms. The vision orientation did not change on its own. The endoscope did not move freely with uncontrolled motion. The vision issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.